Event description:
Patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2013. The physician had observed an infolding of the proximal ring during an 8 week post-op CT scan performed on (B)(6) 2013. No endoleak was detected at that time. Follow up information was received by trivascular on (B)(6) 2013 stating that the patient underwent a re-intervention on an unknown date to place a balloon expandable stent at the location of an infold in the sealing rings of the aortic body graft with a good result. The root cause of the luminal diameter reduction requiring subsequent re-intervention was confirmed to be a result of a slight infold in the aortic body graft sealing rings. The cause of the graft infold in the sealing rings could not be determined; a 34 mm graft was implanted which is consistent with the size recommended in the pre-case sizing and planning.